Manufacturer narrative:
(B)(4).

Event description:
During a follow up, the programmer was suddenly shut down and rebooted in a loop.

Event description:
During a follow up, the programmer was suddenly shut down and rebooted in a loop.